Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing anterograde approach. The target lesion was located in the superficial femoral artery (sfa). A 3mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was successfully completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of coyote es balloon catheter. There was blood in the inflation lumen and balloon. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the middle of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the pinhole. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing anterograde approach. The target lesion was located in the superficial femoral artery (sfa). A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for pre-dilatation. However, on the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was successfully completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.